Event description:
A customer contacted beckman coulter inc., (bci), and reported that synchron lx I 725 clinical system was leaking in the hydro area. The customer cleaned up the spill in front of the instrument using personal protective equipment (ppe). No chemical exposure has been reported in connection with this event.

Manufacturer narrative:
The customer found the wash concentrate bottle leaking and they checked the wash concentrate canister, hydro tubing and the status screen. The customer did not see any errors. A field service engineer (fse) was dispatched and replaced valves v5 and v14. As of (B)(4) 2011, no further issues occurred as seen in the service history.